Event description:
Report received of an unrequested bolus. Customer reports that a pt was to receive an unspecified pain medication via pca pump. When the clinician plugged in the machine, a "bolus cord error" message came up. Concurrently, an unrequested bolus of medication was given. The specific dose was unknown, but the bolus was reported to be within prescription parameters, and there was no adverse pt effect. Although requested, no further pt info was available.